Event description:
Customer reported experiencing inaccurate high results with a ot basic meter. Pt's blood glucose result was 210 mg/dl and the lab result was 109 mg/dl. Tests were done within 5 minutes with a difference of 113%. Pt did not experience any adverse events.